Event description:
The reporter stated that the dermatome stopped working. A vascular surgeon was taking a skin graft and observed that the dermatome was "catching". The user found it difficult to jude the correct depth for the graft. The unit was vibrating. A second donor site was not required; the donor site was just a bit larger. No medical intervention was required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.